Manufacturer narrative:
Product event #(B)(4). Evaluation process: performed visual inspection on unit per tcl-514-900008. -unit is in good condition. Performed baseline functional testing per tcl-514-900008. -used service department monopolar 7 patient return receptacles to test unit <(><<)>(><(>&<)><(><<)>)> there were no performances issues found. Delivered rf energy properly in all modes. Unit was powered upon at least 14 days in the field. Error log contains 35 e3s (patient return electrode has poor connection.) All error log entries are considered ¿normal use¿ errors and are not indicative of a problem with the unit. Unit failed electrical safety test (tp-314-002911-3) step 7.2.9.a/b monopolar patient connector to mains (4000vac). Audible arcing from within unit. Root cause: monopolar receptacle connector has insulation incorrectly crimped to pin 4 (cut out) <(><<)>(><(>&<)><(><<)>)> during disassembly patient return receptacle one of the wires was broken off, but loosely held in position against receptacle by the rf amp causing the error code¿replacing the receptacle will correct issue. After rework <(><<)>(><(>&<)><(><<)>)> during testing procedures the unit failed electrical safety testing (tp-314-002911-3) with audible internal arcing <(><<)>(><(>&<)><(><<)>)> tripped failed indicators on test equipment¿rf amp needs to be replaced, because readings are high. (B)(4).

Event description:
During servicing for an unrelated issue the generator failed final electrical testing due to a component failure that resulted in arcing within the generator. No patient involvement therefore patient information not applicable.